Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Ts (technical support) asked customer to locate system card and use it to boot analyzer. Ts noted that operator needs to locate system software and boot analyzer with card. Ts gave part number to order software if they can't locate their copy. The most probable cause of the reported event was a power failure.

Event description:
On (B)(6) 2016, the customer reported power outage, analyzer will not boot with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.